Event description:
Customer reportedly received the following estimated results on the nano system within 10 minutes: 215 mg/dl and 115 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.